Event description:
It was reported that there was a tubing filter issue with blood backing up through filter and into the tubing of the amiodorone drip. Although requested, no further information was received.

Manufacturer narrative:
Cont'd from d.11: non-bd adapter; (2)non-bd extension set; non-bd stopcock, therapy date unk additional information provided: the customer¿s report of blood backing up through the filter was not confirmed. Visual inspection of the set noted clear fluid inside the 0.2 micron adult filter. Blood was not observed throughout set. No other anomalies were observed. Functional and pressure testing resulted in no leaking. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
Concomitant medical products: 500ml baxter bag ndc 0038-0049-03, lot v18k24e, exp may 20, 0.9% nacl injection ;non-bd secondary set; non-bd adapter; (2)non-bd extension set; non-bd stopcock, therapy date unk. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that there was a tubing filter issue with blood backing up through filter and into the tubing of the amiodorone drip. Although requested, no further information was received.